Manufacturer narrative:
Document review: versafitcup cc trio cup 52 - ref. (B)(4) / lot 131671 ((B)(4) cups produced). All parameters were found to be in accordance with the specifications valid at the time of mfg. The (B)(4) cups belonging to this lot have been already sold and no other incidents have been reported up to now. The cup was visually inspected resulting to be damaged only on the edge, while there is no detachment of the coating on the rest. It likely means that the damages on the edge were caused by the surgeon during the extraction phase that was performed due to the initial malpositioning of the cup. The event is highly likely not device related.

Event description:
Ref imp report # (B)(4).